Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the gastrointestinal videoscope exhibited foreign material adhering to the air/water nozzle, tip and surface of the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: d5. Additional information: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. For the foreign material adhered in the air/water nozzle channel malfunction, based on the results of the investigation and the information provided, it could be determined the foreign material was silicic acid and silicone that are derived from chemicals, and carboxylate. It was unknown if damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. For the foreign material adhered in the air/water nozzle channel malfunction, based on the results of the investigation and the information provided, it could be determined that the foreign material was silicic acid and silicone that are derived from chemicals. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. Olympus will continue to monitor field performance for this device.